Event description:
Patient reported "2014 allergan textured products." Patient later reported "late seroma" via MRI and "many neutrophils, macrophages and inflammatory debris, suggestive of abscess" via biopsy. Device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma late and abscess are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late and abscess.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side "2014 allergan textured products." Patient later reported "late seroma" via MRI and "many neutrophils, macrophages and inflammatory debris, suggestive of abscess" via biopsy. Device has been explanted.

Event description:
Patient reported right side "(B)(6) 2014 allergan textured products." Patient later reported "late seroma" via MRI and "many neutrophils, macrophages and inflammatory debris, suggestive of abscess" via biopsy. Device was explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Abscess: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported right side "2014 allergan textured products." Patient later reported "late seroma" via MRI and "many neutrophils, macrophages and inflammatory debris, suggestive of abscess" via biopsy. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Abscess: unable to observe since it is not related to the device. As per the investigation procedure deformation and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.